Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The potts scissors instrument was analyzed and was found to have a bent blade. One blade edge was bent at the tip. The bend point is located approximately 0.082" from the tip of the blade. The blades were not able to fully close as a result of the bending. The cut performance was negatively impacted due to the bending. Additionally, isi followed up with the initial reporter and obtained the following additional information: the customer did not have anything to follow up for this instrument. The scissors were found broken when received through sterile processing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during central processing, it was discovered that the 8mm potts scissors instrument tips were broken. There was no report of patient involvement.